Event description:
The customer reported her blood glucose and insulin history is as follows. At 8;11 pm the pod was deactivated and she noticed the cannula was bent. She could smell insulin leaking during the bolus delivery.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. No product lot number was reported therefore no qualification records were reviewed.